Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they just got an insulin pump replaced and it may not be delivering insulin properly. Blood glucose level at the time of the incident was over 300 mg/dl. Customer performed high pressure test and passed. Customer feels the insulin pump is not delivering insulin as they never had high blood glucose in 2 years. Customer used the loaner insulin pump and everything is working fine. The customer will return the device for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08715 inches.